Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was getting error code 110b proximal pressure sensor auto zero failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay to therapy was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The manufacturer's field service engineer (fse) was dispatched to the site and verified the 110b diagnostics error in the event log. Error code 110b was the only code reported. The fse observed that the gas delivery system (gds) was not operating correctly. The fse replaced the gds. The unit powered on correctly and went into ventilation mode without any error. The device passed the required performance verification tests per philips standards and was returned to service.